Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No motor error alarms were noted during the bolus/basal delivery. The motor was tested outside of the device and it passed. All operating currents were within specification. The pump was received with a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error. The customer's blood glucose level was 464mg/dl. The customer treated the highs with the pump. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis. The customer declined to troubleshoot for the highs.